Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of high amplitude noise and t-wave oversensing in a number of untreated and treated episodes. The x-rays confirmed an obvious adipose tissue layer between device and fascia plane. The noise could easily be reproduced by shaking the can area and arm lifting. Boston scientific technical services (ts) suspected either changes to the patient condition (bbb at elevated rates, st changes, etc.) Or system migration. Ts recommended comparing implant and current x-rays to exclude migration of system, performing an exercise test to record a new template at elevated rate and reprogramming to primary at a 2x gain. No adverse patient effects were reported. The device remains implanted and in service. New information received indicates that this s-ICD system was explanted and replaced with a competitor's transvenous system. Boston scientific was not involved in the explant procedure. The explanted device was disposed of and will not be returned for evaluation.